Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment for peritonitis was not reported. The patient recovered and was discharged from the hospital three days later. The cause of the peritonitis was unknown. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13f08013 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).